Event description:
Our daughter had a vagal nerve stimulator implanted. We have just found out that the lead is broken. This is a medtronic vns. I know as a physician that there have been problems with the defibrillator leads fracturing. While there is no report in the literature about vns lead fracturing. Could this be along the same lines? Have you had other complaints about this? We wanted to let the FDA know that at least in our case there was this problem. It could be isolated in which case we won't worry. If there is a pattern we wanted the FDA to be alerted. About 3 years. Diagnosis or reason for use: refractory seizures.